Event description:
This report is based on information provided by philips remote service engineer (rse) and the site biomedical engineer has been investigated by the philips complaint handling team. Philips received a complaint about the xl defibrillator indicating that it has a battery issue. The site biomed worked with the philips rse. The biomed says there is an issue with the battery. However, the device is at end-of-life since 31-dec-2017 and service and parts are not available. Based on the information available, the cause of the reported problem was a battery issue. The reported problem was confirmed only by the biomedical engineer. The device is at end-of-life and is not serviceable. The biomed was informed of the end-of-life. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
H3 other text : device is end of life / end of support.